Event description:
It was reported that the sys 9800 would not initialize completely with intermittent "data error" messages. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the software was corrupt in some manner and needed to be reloaded. The software was reloaded. The system was tested and found to working as intended and placed back into service.